Event description:
It was reported that during a lead revision for high impedance, small holes were discovered on the silicon cover of the lead. The lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for high impedance was confirmed. As received, the octrode lead was complete. Microscopic inspection identified a kink with multiple broken wires; consistent with overstress condition that the lead may have been subjected while in vivo. However, no holes were observed on the lead silicon.